Event description:
Difficult diagnosis of tissue/specimen prepared by the tissue processor. Diagnosis anyway were possible for all cassettes processed. Reagent inadequate for the process selected.

Manufacturer narrative:
Device received, tested, executed some dummy processes, without specimens, but not faulty found: temperature, download and upload of reagents from tank to process-cavity performed correctly without any error messages shown. As indicated in b5, only reagents can explain the event, those can be identified as inadequate for sequence or degree of purity (maybe too ehaust, not changed in time). We consider this event closed.

Manufacturer narrative:
Device not yet evalutaed as it is travelling in these days.

Event description:
Difficult diagnosis of tissue/specimen prepared by the tissue processor. Diagnosis anyway were possible for all cassettes processed. Suspect mixing of reagents.